Event description:
The customer reported that while the field service engineer (fse) was servicing the coulter ac-t diff 2 analyzer he ran a low control sample in patient sample (whole blood) mode. The host communication was activated at that time and the control identification data (ID) was transmitted to the host, where the control ID number matched up with a patient ID number. The results were reported out of the laboratory and were questioned by the physician. Consequently, corrected reports were sent out. There were no reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Event log/printout data are not available. Per labeling: important risk of misleading results. Running a blood sample in an incorrect analyzing mode can cause wrong results. Only run a whole blood sample in the whole blood mode. The field service engineer (fse) ran a control sample in patient mode. This event occurred while the fse was servicing the instrument for an unrelated problem. Root cause for this incident was determined to be operator error. The instrument is within quality control specifications with respect to controls (accuracy) and reproducibility (precision). This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.